Event description:
It was reported the thunderbeat surgical instrument's tip broke off into the patient's intra-abdominal anatomy during a cholectomy procedure. The fragment was retrieved with forceps immediately and did not require further intervention. The procedure was completed with a back up device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device

Event description:
No new information has been provided by the customer.